Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device ran out of power. Patient to recharge more often. Cause of the "about" screen was not determined. Issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2019, the patient had seen an error message under the "about" screen, which was: 8- (B)(6) 2019 8:58pm, 9- 15, 10- pt02. Technical services reviewed what line 9 (15) meant it was looking for device. Proper hand placement on the controller was reviewed as well as regarding communication when laying or sitting. It was also reported that on (B)(6) 2019, the ins was turning off by itself unexpectedly. On (B)(6) 2019, the rep met with the patient to troubleshoot. Impedances were checked and looked fine. Reprogramming was performed, which included the rep moving an electrode up. Technical services had the rep review the recharging statistics, which showed energy usage was at 11 days. The patient was getting excellent coupling, on average they would charge every 5 days for an average time of 38 minutes, resulting in the ins be charged on average to 60% charge. The details of the recharging sessions between (B)(6) 2019 and (B)(6) 2019 were provided. No symptoms were reported. No further complications were reported or anticipated.